Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal pelvic floor. The consumer reported there was a sudden loss of therapy on (B)(6) 2016. The patient had to urinate every hour. That day, the programmer batteries were found to be depleted. Two days later, the batteries were replaced and used the sync button to connect and found the stimulation was off. Stimulation was turned back on and settings were increased to a comfortable level. Since then, bowels were ¿continuing to run pretty good and it slowed her urine down.¿ no electromagnetic interference falls, or trauma associated with the event. It was reviewed that symptom return is a normal function of the stimulation being off but the consumer had reported the patient had not turned stimulation off with the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.